Manufacturer narrative:
No pt injury was reported. Difficult deflation is not labeled in the IFU. Event eval: still under investigation.

Event description:
The atb balloon that is being used for venoplasty did not deflate when the physician tried to deflate the balloon. The balloon remained inflated for 5 minutes but gradually deflated. Subsequently, the physician was able to get the balloon out. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.